Event description:
A report was received that the patient had a non device related fall and experienced unbearable pain after turning on the device. It was noted that the symptoms were caused by irritation to the ligamentum flavum as well as a defective lead. The patient underwent a revision procedure where upon opening the wound, turbid liquid was present. The wound site was non-irritated and dry. The patient was treated with antibiotics and the event was resolved. The event of pain was determined as being related to the device and the turbid liquid was related to the procedure and not to the device.

Event description:
A report was received that the patient had a non device related fall and experienced unbearable pain after turning on the device. It was noted that the symptoms were caused by irritation to the ligamentum flavum as well as a defective lead. The patient underwent a revision procedure where upon opening the wound, turbid liquid was present. The wound site was non-irritated and dry. The patient was treated with antibiotics and the event was resolved. The event of pain was determined as being related to the device and the turbid liquid was related to the procedure and not to the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion¿70 cm lead kit. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot#: 16942458, description: next generation anchor kit-sterile. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional information was received that poor initial lead placement of the left lead was the cause of the irritation to the ligamentum flavum which resulted in the severe pain when the left lead was turned on.

Event description:
A report was received that the patient was experiencing unbearable thoracodorsal pain after turning on the left electrode following permanent implant. The physician assessed the pain was due to irritation of the ligamentum flavum as well as a defective lead. The patient underwent a revision procedure, during which, the leads were explanted. During the procedure upon opening the left gluteal wound turbid liquid was present. The wound site was non-irritated and dry. The patient was treated with antibiotics and the event was resolved. The event of pain was determined as being related to the device and the turbid liquid was related to the procedure and not to the device.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing unbearable thoracodorsal pain after turning on the left electrode following permanent implant. The physician assessed the pain was due to irritation of the ligamentum flavum as well as a defective lead. The patient underwent a revision procedure, during which, the leads were explanted. During the procedure upon opening the left gluteal wound turbid liquid was present. The wound site was non-irritated and dry. The patient was treated with antibiotics and the event was resolved. The event of pain was determined as being related to the device and the turbid liquid was related to the procedure and not to the device.

Event description:
A report was received that the patient was experiencing unbearable thoracodorsal pain after turning on the left electrode following permanent implant. The physician assessed the pain was due to irritation of the ligamentum flavum as well as a defective lead. The patient underwent a revision procedure, during which, the leads were explanted. During the procedure upon opening the left gluteal wound turbid liquid was present. The wound site was non-irritated and dry. The patient was treated with antibiotics and the event was resolved. The event of pain was determined as being related to the device and the turbid liquid was related to the procedure and not to the device.

Manufacturer narrative:
Additional information was received that the patient's pain was caused by the stimulation to the ligamentum flavum.

Event description:
A report was received that the patient was experiencing unbearable thoracodorsal pain after turning on the left electrode following permanent implant. The physician assessed the pain was due to irritation of the ligamentum flavum as well as a defective lead. The patient underwent a revision procedure, during which, the leads were explanted. During the procedure upon opening the left gluteal wound turbid liquid was present. The wound site was non-irritated and dry. The patient was treated with antibiotics and the event was resolved. The event of pain was determined as being related to the device and the turbid liquid was related to the procedure and not to the device.

Manufacturer narrative:
Clarification was received that the defect of the lead was impedance issues. This was previously reported in MFR report#: 3006630150-2014-02599. Additional information was received that the patient had a severe wound infection at the device side. The ipg was removed, the wound was cleaned, and the ipg was re-implanted. Device evaluation indicated that the leads passed mechanical tests performed. Device evaluation for sc-2136-70 s/n (B)(4) indicated that the lead passed mechanical testing; but failed visual and impedance testing due to the lead being severely bent at the retention sleeve and distal contacts #1-5 were torn off and not returned. The missing contacts were removed from the patient and were not left inside. The root cause of the damages are unknown. The root cause of the pain caused by stimulation to the ligamentum flavum was unknown. Device evaluation for sc-2136-70 s/n (B)(4) indicated that the lead passed mechanical testing; but failed visual and impedance testing due to the lead being severely bent at the retention sleeve and being fractured. There were no exposed cables at the fracture site. The root cause of the damages are unknown. The root cause of the pain caused by stimulation to the ligamentum flavum was unknown.

Event description:
A report was received that the patient was experiencing unbearable thoracodorsal pain after turning on the left electrode following permanent implant. The physician assessed the pain was due to irritation of the ligamentum flavum as well as a defective lead. The patient underwent a revision procedure, during which, the leads were explanted. During the procedure upon opening the left gluteal wound turbid liquid was present. The wound site was non-irritated and dry. The patient was treated with antibiotics and the event was resolved. The event of pain was determined as being related to the device and the turbid liquid was related to the procedure and not to the device.

Manufacturer narrative:
Clarification was received that the defect of the lead was impedance issues. This was previously reported in MFR report#: 3006630150-2014-02599. Additional information was received that the patient had a severe wound infection at the device side. The ipg was removed, the wound was cleaned, and the ipg was re-implanted. Device evaluation indicated that the leads passed mechanical tests performed. Analysis of lead sc-2316-740, s/n (B)(4), revealed that the root cause of the pain caused by the ligamentum flavum irritation was unknown.